Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding") and urinary tract infection ("chronic uti") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain on (B)(6) 2009. No concomitant drugs were used. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced genital haemorrhage (seriousness criterion intervention required). In 2009, she experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2010, she experienced urinary tract infection (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered genital haemorrhage, pelvic pain and urinary tract infection to be related to essure administration. The reporter commented: "my doctor would like to have this essure reversed due to all my complications but need to be able to have it paid for, which should be a definite given, considering it¿s been recalled". Discrepancy: pelvic pain started on (B)(6) 2009, but essure was inserted on (B)(6) 2009 only. Lot number was unknown. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding") and urinary tract infection ("chronic uti") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain on (B)(6) 2009. No concomitant drugs were used. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced genital haemorrhage (seriousness criterion intervention required). In 2009 she experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2010 she experienced urinary tract infection (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered genital haemorrhage, pelvic pain and urinary tract infection to be related to essure administration. The reporter commented: "my doctor would like to have this essure reversed due to all my complications but need to be able to have it paid for, which should be a definite given, considering it¿s been recalled". Discrepancy: pelvic pain started on (B)(6) 2009, but essure was inserted on (B)(6) 2009 only. Lot number was unknown. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.